Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. A review of the system logs showed multiple continuous resets. The rear housing was removed and there was damage to the 44-pin flex cable on the ground pins where it connects to the motor board. It was reported that the articulating device experienced difficulty in straightening or aligning distal end to the neutral position and the power pack shuts off and the device lost functionality. The reported issues were confirmed. The most likely cause was traced to device design. The issue of damaged ground trace on 44-pin flex cable may occur due to the rear handle housing pushing against the flex cable. Damage to the ground pins can result in a continuous reset due to an intermittent connection. Internal process improvements have been initiated to mitigate this issue. The evaluation detected an unreported condition: a knocking noise was heard during initialization. Visual inspection noted that after taking apart the handle, an internal motor was found to be loose. The most likely cause was determined to be manufacturing related. This issue may occur if the thread locker applied to the screws was not activated properly. Internal process improvements have been initiated to mitigate this issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperatively, the jaws were articulated (would not return to neutral position) and could not be removed from adapter. The handle shut off. A replacement was requested. There was no patient involvement.